Event description:
Customer reported the alarm does not sound when weight is lifted from the sensor. Customer has tested the sensor with a known working alarm and the sensor functions properly. Customer did not provide a date when discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. (B)(4).